Event description:
It was reported that a vns patient is set to receive a right-side pacemaker implant for asystole. The doctor wanted to discuss the possible interactions between pacemakers and vns devices. It was reported that the patient initially had episode of bradycardia shortly after implant with vns system but it was initially not serious enough to require intervention. Now, the patient presents with asystole requiring intervention. It was reported by the physician that it is not certain if this patient's asystole is directly related to vns therapy. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Additional information was received that vns system was last checked on (B)(6) 2015 resulting in output status ok, lead impedance ok with impedance value of 2032 ohms. It was reported that patient has modest response to vns therapy. Magnet stimulation can abort seizures if swiped close to the onset. No cardiac issues noted during routine vns clinic appointments. Physician reported that previous bradycardia events for the patient occurred in relation to use of lacosamide drug and remitted when lacosamide was stopped. Review of manufacturing records confirmed all tests passed for the device prior to distribution. Attempts for additional relevant information about the asystole events have been unsuccessful to date.